Event description:
It was reported that upon interrogation, the left ventricular lead exhibited a loss of capture due to a suspected lead dislodgement. On (B)(6) 2017 the lead was successfully explanted and replaced. The patient was in stable condition before, during and posy surgery.